Manufacturer narrative:
The technician found loose pins in communication cable. He installed a cable saver to resolve.

Event description:
The technician alleged the nurse call system was not working correctly. When a normal call was placed using the bedrail switch, the master station response was not heard in the expected location.